Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to verify or duplicate the reported issue. Further inspection found blister switches sw 36 and 37 were worn from normal use but were still functional. The user interface pcb assembly was replaced and other unrelated repairs were performed. Normal device operation was observed through a performance inspection procedure (pip) and the device was returned to the customer. Section h10 of the initial medwatch report indicates: physio-control verified the reported issue. Section h10 of the initial medwatch should indicate: physio-control did not verify the reported issue.

Event description:
The customer contacted physio-control to report that the power button on their device was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Further inspection found blister switches sw36 and 37 were worn from normal use. Unrelated, non-critical repairs were made to the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the power button on their device was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with this event.